Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an endoscopy procedure performed on (B)(6), 2019. According to the complainant, during the procedure, it was found that the catheter inside the balloon was bent. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 2981 for the reportable issue of distal tip bent. Block h10: investigation result a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and was in a good condition. The guidewire was noted to be stuck and a kink on the distal and proximal sections was also noted. Based on the available information, it is possible that factors encountered during the procedure, the technique used by the physician during the procedure, the amount of strength applied by the customer during the movement of the guidewire, and/or the interaction between the scope and the balloon could have caused the guidewire failures found. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an endoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was found that the catheter inside the balloon was bent. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.